Event description:
It was reported the patient was no longer receiving effective stimulation from his scs system. Reprogramming could not be attempted due to the patient not having his programmer at the appointment. The patient stated he wanted the scs system explanted. Surgical intervention may be undertaken at a later date to explant the patient's system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.